Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the presence of black foreign material. Analysis of the composition of the material found it was likely the anti-friction agent used in the assembly of endoscopes. A review of the device history record found no deviations that could have caused or contributed to the foreign material being present. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is possible that the anti-friction agent used during the previous repair work was mixed into the forceps channel due to the fact that it occurred during the initial cleaning after the repair was completed. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when the device was cleaned after being returned from a repair, the brush had black foreign matter on it. This occurred during reprocessing and there was no patient involvement.